Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bs pinnacle was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal extraperitoneal colpopexy due to complete post-hysterectomy prolapse and sui. It was reported that patient underwent vaginal extraperitoneal colpopexy, a posterior colporrhaphy with mesh insertion, excision of anterior vaginal wall mesh, cystoscopy and enterocele repair on (B)(6) 2007 due to enterocele and mesh erosion of anterior vaginal wall.

Manufacturer narrative:
Date sent to the FDA: 4/25/2016. It was reported that the patient experienced recurrence, dyspareunia, vaginal scarring, vaginal atrophy, pelvic prolapse. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6). (B)(4)

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.